Event description:
It was reported that high impedances was measured on the lead. The following impedances were measured: 0-3 = 5235 ohms, 1-3 = 5015 ohms, and 2-3 = 5532 ohms. Disconnecting and reconnecting the lead multiple times to the testing cable was tried during troubleshooting. Lessening the tightness of the stop screw was also tried. There was no change in impedances after troubleshooting and the healthcare professional (hcp) was not comfortable with implanting so the lead was replaced. No lead fractures were noted. There were no patient symptoms or complications associated with this event and the patient status at the time of this event was alive with no injury. The patient had a normal recovery.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0t65d, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found there was foreign material on the electrode at the distal end of the lead. Abnormal impedances were observed prior to decontamination. After testing, the lead was inadvertently bleached and decontaminated. After decontamination, an impedance test was performed again and normal impedances were observed on all electrode pairs. As a result the root cause was not determined. This could be potentially caused by foreign material present on the proximal and/or distal end contacts, resulting in a poor connection and higher than normal impedances.